Manufacturer narrative:
The device was received for evaluation inside a zip lock. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed and no leak was observed. All accuracy tests were within the acceptance criteria. The reported condition of leak was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that a repeater pump tube set leaked during compounding. There was no patient involvement. No additional information is available.